Event description:
It was reported that during an unknown procedure, the staples were not closing properly. The device was reloaded and the same thing happened again, the staples did not close. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tlc10 device was received in good visual condition and with three reloads present. Reloads b, c, d were received fully fired; in addition the reload b was received with both gripping surfaces damaged. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the gripping surface became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.